Event description:
It was reported that the patient presented with syncope, sudden chest pain, coughing with fever, and exhibited pericardial effusion. Subsequently, a cardiac scan confirmed perforation of the right ventricular (rv) lead. The rv lead was explanted and observed to be twisted. The rv lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our laboratory visual examination verified the lead tip and helix were free of anomalies. No lead issues were noted that would have resulted in an increased risk of perforation; however, perforation is a known inherent risk of intravenous lead implantation.

Manufacturer narrative:
Upon analysis completion this investigation will be updated.

Event description:
It was reported that the patient presented with syncope, sudden chest pain, coughing with fever, and exhibited pericardial effusion. Subsequently, a cardiac scan confirmed perforation of the right ventricular (rv) lead. The rv lead was explanted and observed to be twisted. The rv lead was returned. No additional adverse patient effects were reported.